Event description:
The account reported the left head brake caster will not lock. The bed was located in room 126 at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left head brake caster not fully engaged causing the bed not to hold. The customer did not know how to set the brakes correctly, user error. The technician in-serviced the account on the brake functions to resolve the issue. Based on this information, no further action is required.